Event description:
The recipient reportedly experienced decreased performance. Device testing revealed results within normal limits. Imaging revealed electrode migration. On (B)(6) 2025, the recipient reportedly underwent repositioning surgery. The recipient is healing.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient was successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.